Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the both channels of the pulse generator during follow-up. No patient symptoms were reported. A lead revision was performed on (B)(6) 2016. An instance of noise was observed following the procedure and a connection issue was assumed. No additional noise was observed. The patient was noted to be in good condition following the procedure and would be monitored.